Manufacturer narrative:
The reported set screw anomaly was not confirmed in the laboratory. The device header was found damaged upon receipt and was missing the lv set screw, connector block, and septum. Due to the condition of the return, the cause of the set screw anomaly could not be determined.

Event description:
It was reported that the patient presented in the or for a generator change. The physician had difficulties engaging the lv set screw. The device header and lv lead were cut to free the lv lead. The device was then explanted and replaced. Patient will be monitored.